Event description:
Complainant reported, during routine surveillance that he had heard that another nursing home had had a pt death recently possibly related to a med device. Identified the nursing home as deceased pt had been reportedly scalded to death in a bath. Performed on 8/19, 29, & 9/2/97. Inspection revealed that pt, an 85 yr old male with severe alzheimers, died as a result of 2nd and 3rd degree burns rec'd over 80 % of body. Date of incident and death reported to be 3/28/97. Death occurred as a result of bathing pt in cls ii med device-immersin hydrobath, where bath water was too hot for pt safety. Maximum safe temperature was labeled as 105 f; pt was bathed in water that may have exceeded 130 f. Pt was exposed to unsafe bath water temp for as much as 10 mins. The device was labeled in operators manual with a warning to handtest water before immersing pt. This MFR warning was not followed by operator. Operator also failed to note temperature on attached dial thermometer. User error indicated as principal cause of incident. High temperature spike of over 130 f was found by other agencies to be a result of defective plumbing sys: build up of scale and wear in hi-lo temperature regulating sys resulted in infrequent high temperature spikes exceeding 130 f. Complaint product was found to be about 15 yrs old. Original dial thermometer on tub may have been out-of-calibration by about as much as 10 f with dial thermometer reading lower than actual temperature. MFR maintenance manual for device includes 26 point maintenance inspection including dial thermometer accuracy checks. This was not performed by nursing home in 15 yrs. Operating manual not provided to sample collected. MFR arjo was informed of complaint by nursing home. Arjo investigated and reported to nursing home that incident was due to "user error" on 4/3/97. Review of cdrh datbase revealed that arjo has not filed an MDR for this reportable event.